Event description:
Koru medical became aware of mw5164473 received through the FDA medwatch program stating "indication: common variable immunodeficiency, unspecified. Pt advised pump (serial number and expiration date not provided.) Stop working and is damaged, crack on freedom pump. Pt said while trying to load the syringe to freedom pump last night, the syringe popped out of the pump twice and then he noticed a small hair line crack on the freedom pump. Pt was able to finish infusion manually. Confirmed with pt he had connected both the needle set and tubing correctly like he always did with the disc side going into the pump. No adverse event(s) reported due to product issue. Pt sent a box for return of device associated with event. Device will be available once returned by pt. Reported to (B)(6) by: patient/caregiver." A good faith effort was sent to the initial reporter on 28-jan-2025 for additional information. A response was received providing patient information and stated the reporter did not provide the serial number of the pump involved, therefore it is unknown. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.